Event description:
Port a cath inserted 10/1/97. Under fluoroscopy excellent flow both ports. Used without incident while still hospitalized 10/4/97. Returned 10/9/97 as an outpatient. Able to flush, but unable to draw back for blood return. Contrast study completed. Tip which had been pointing inferiorly down the superior vena cava was now pointing medially. Contrast injected, most flowed down superior vena cava, but a certain amount of contrast flowed back along the outside of the port a cath towards the port itself, indicating a probable leak. Removed 10/17/97 and new device implanted.